Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 dual mobility liner 46mm g, pn 110024465, ln 705150, act artic hd arcom xl 28x46mm, pn xl-200152, ln 648610, g7 osseoti multihole 60mm g, pn 110010268, ln 3973559. Associated products: cer option type 1 tpr sleve +3 pe 1, pn 650-1067, ln 2887164. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-10483, 0001825034-2018-10484, 0001825034-2018-10482. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised four months post implantation due to disassociation and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.